Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced severe hyperglycemia after a supply change on an ilet system using a cd infusion set, with concern that the infusion site encountered scar tissue or that the remaining insulin in a pen used for the change was ineffective; glucose reportedly reached 414, the user vomited, tested positive for ketones, and glucose decreased after another supply change, with no medical attention required. Symptoms included hyperglycemia and elevated ketones. Outcomes included insufficient information regarding long-term impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem or component implication. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.